Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after an interventional procedure with a 6f sheath. Reportedly, the needle of a proglide device was found sticking out of the guide prior to deployment. A new proglide device was used to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported irregular appearance was confirmed based on return device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported irregular appearance appears to be related to user mishandling during insertion of device where the plunger was inadvertently depressed/deployed (step 2) causing the posterior needle tip to eject from the shank. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.